Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 400 mg/d at the time of the incident. The customer stated that they lost confidence in the sensors because they would alert him in the middle of the night with low readings but in reality their blood glucose would be normal. The customer was offered replacement sensors but the customer declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.